Event description:
The customer reported that during shift checks, the autopulse platform (sn: (B)(6) displayed fault code 16 (timeout moving to take-up position). The customer stores the platform on the emergency equipment rack in the emergency department (ER). No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
Sections d1, d2, d3, d4, and g1 were corrected. Sections d9, h3, and h4 were updated. The reported complaint that the autopulse platform (sn (B)(6) displayed fault code 16 (timeout moving to take-up position) was confirmed in the archive data and during functional testing. The root cause was identified as a defective motor controller board, likely due to defective component(s). The archive data revealed fault code 16 (timeout moving to take-up position), confirming the reported complaint. The autopulse platform did not pass the initial functional test because of fault code 16 displayed during take-up, confirming the reported complaint. The defective motor controller board was replaced to remedy the complaint. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported issue, and there was no previous history of complaints reported for the autopulse platform with (B)(6).